Event description:
It was reported that the charging cable for the device did not fit properly and required manual holding to maintain charging, consistent with a device mechanical fit and connection issue involving the external power/charging component. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical intervention. Investigation included customer interview and review of complaint history. Investigation of this case revealed a malfunction related to the charger connection. It was concluded that the event was due to a device component issue, and a replacement charger was provided.